Event description:
Pt's shoulder implant was removed due to infection causing loosening of the humeral component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.